Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration and reloaded configuration files. System operates as intended.

Event description:
Customer reported the loss of the left image and a kv error. No patient injury was reported.